Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received. Review of public database verified patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. Proprietary nature of event may affect follow up efforts. If additional relevant information received,supplemental report will be submitted. Device is part of advisory for this model. Our records indicate patient expired more than one year ago. We have no information from health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received. Attorney further alleges patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and that patient "died as a direct and proximate result of defects" in lead. Alleges patient "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, shortened life expectancy." Review of public database verified patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received. Attorney later alleges patient "suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. (Patient) suffered these shocks and fractures without any alarm sounding from this purportedly enhanced monitor" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Event description:
It was reported by the patient's daugher that patient had received 15 shocks. Follow-up with the clinic indicated all those shocks were appropriate. The patient did not like the feeling of the therapy and requested that it be turned off. Attorney later alleges patient suffered physical and other injury as a result of the recalled lead" and "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Attorney further alleges patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and that patient "died as a direct and proximate result of defects" in lead. Alleges patient "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, shortened life expectancy."